Manufacturer narrative:
Sections with additional information as of 20-dec-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: lancets were returned for evaluation. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities observed on returned product and retain samples. All the test results meet the requirements. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 26-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that when she attempts to remove the lancet cover form the lancet, the needle is coming off when she pulls off the protective cap. Customer stated that she does twist the protective cap first a few times and then pulls the protective cap off. Customer stated that the box had not been opened but there was some crushing of the box when it was received. The customer has been using the product for about one month. The customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.